Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient experienced septic shock that began as a focal implantable cardiac defibrillator pocket infection. The device, right atrial, right ventricular, and left ventricular leads were explanted and later replaced. No further patient complications have been reported as a result of this event.